Manufacturer narrative:
(B)(4). Date sent: 4/10/2025. Corrected data: h1. Additional information was requested and the following was obtained: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? -no. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
It was reported via journal article: title: predicting pancreatic fistula after central pancreatectomy using current fistula risk scores for pancreaticoduodenectomy and distal pancreatectomy. Authors: feng yang, yecheng xu, chen jin, john a. Windsor, deliang fu. Citation: pancreatology (2023); 23:843-851. Https://doi.org/10.1016/j.pan.2023.09.079. The aim of this retrospective study was to predict clinically relevant postoperative pancreatic fistula (cr-popf) after central pancreatectomy (cp) by utilizing existing fistula risk scores (frss) for pancreaticoduodenectomy (pd) and distal pancreatectomy (dp). Between january 2010 and july 2022, a total 115 patients who underwent cp were included in the study. Among them, 38 (33%) were male, with a median age of 53 years. The transection of the pancreas was performed using a triple row stapler closure echelon flex 60 mm (ethicon endosurgery, llc). The choice of cartridge (white, 2.5 mm or blue, 3.5 mm) was determined by surgical judgement based on the thickness of the pancreas at the cephalic transection site. In cases where the pancreas was deemed too thick (i.e., greater than 16 mm), transection was performed using either ultrasonic scalpel or electrocautery, followed by hand-sewn suture. Reported complications include clinically relevant postoperative pancreatic fistula grade b or grade c (n=23), peripancreatic fluid collection (n=?), postpancreatectomy hemorrhage (n=?), unknown event requiring readmission and re-operation (n=?), and major complications (n=?). In conclusion, the derived c-frs models show potential for accurately predicting the development of cr-popf after cp. However, further validation studies are required to determine the most effective model. In the meantime, the preop-d-roberts-frs is recommended for clinical practice due to its ease of use and preoperative predictability.

Manufacturer narrative:
(B)(4). Date sent: 3/13/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.